Event description:
It was reported that the patient received 14 shocks for sinus tachycardia. Upon interrogation it was noted that there was a power on reset and the device was at eri (elective replacement indicator) since last (B)(6) per the physician. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed. The analysis showed a ram chip memory error. We did receive performance data collected from the device and have analyzed the data. 1 - por (power on reset) for write to locked ram, on (B)(6) 2011 18:47:37. 1 - patient alert for por on (B)(6) 2011 17:47:37. Time of eri (elective replacement indicator) in save to disk on (B)(6) 2011, device eri<=2.62 v. Daily battery voltage trend data shows batt(v)=2.62 to 2.61 volts range between (B)(6) 2011 and (B)(6) 2011.